Event description:
It was reported that on (B)(6) 2024, a 8mm amplatzer septal occluder was selected for implant. During the implant procedure, while the device was being deployed, it presented in a cobra deformation while exposing the left atrial disc. The device was recaptured and tried again, but the deformation persisted. The device was removed and replaced with another 8mm amplatzer septal occluder to resolve the event. The device was never released from the delivery cable and there was no kink in the delivery system. The patient remained hemodynamically stable during the procedure and there was no delay.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Abbott also requested for image of the device/issue which was not provided by the field. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.